Event description:
The facility reported a pump with failure code 810:11. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12 2007. Evaluation summary:the reported condition of failure code 810:11 could not be confirmed in the pump's event history file during product evaluation. This failure code also could not be duplicated during evaluation and therefore no corrections related to this failure code were performed.